Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unusual decrease in battery capacity. The battery status was 9% at the current follow-up, but had been 41% at the device check 28 months earlier. Premature battery depletion was suspected. The device remains implanted and in service. No adverse patient effects were reported. Effortless study.